Manufacturer narrative:
The problem was due to a potential defect in the nut of the connector. We are unaware about patient injury.

Event description:
The laser system has the following problem: "a fiber didn't screw into laser aperture properly". No adverse effects to patient were reported